Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v287456, implanted: (B)(6) 2010, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va07hhj, (B)(6) 2013, product type: lead. Product ID: 37085-40, serial# (B)(4) implanted: (B)(4) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had a return of symptoms and their tremors had been worse over the past three days. The patient reporter stated they were not familiar with the units, but the patient stated that something was wrong. The recharger was not charging. The patient last charged the implantable neurostimulator (ins) three day prior to this report. On saturday, the patient tried to charge, but the recharger would not charge the ins. During troubleshooting the patient placed the recharge antenna over the ins and pressed the green charging button. The reporter verified that there was an active charging session, but there were no coupling bars. After the reporter turned the antenna dial and moved the antenna, there were four coupling bars. The patient was confusing coupling bars with the ins charge level. The patient later reported that they dropped the recharger and it was not working. The patient was only able to get 204 coupling boxes. The ins was 75 percent full and was recharging, but the patient could not get eight coupling bars. The manufacturing representative later reported the patient was unable to get the ins to fully charge to 100 percent. The patient¿s ins use and settings had not changed. A different recharger was tried and they got the same results. Impedances were measured to be within normal range. The patient was charging more than expected. The ins was programmed with electrodes two and three ate 4v, a pulse width of 300, and a rate of 200 hz. Recharging statistics showed 5-6 sessions with the ins at 75 percent and 100 percent after one session. The recharging statistics showed the patient had a coupling average of 5-8 coupling bars. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.